Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 8 mm fenestrated bipolar forceps was inspected prior to use and no damages were noticed. The reported issue was first observed intraoperatively during coagulation. The type of damaged observed was that the black cable was loose and damaged, the cable was not broken in half and the wires were not exposed. There was no loss of cautery or signs of thermal damage. No pieces detached/broke off from the portion of the device that enters the patient. The instrument did not collide with any other during the procedure. There was no problem removing the instrument through the cannula. No images were available for review. Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Based on additional information, it has been determined that the instrument involved with this complaint meets the criteria for isifa2024-09-c. Hence, section h9 was linked to reflect this finding.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had broken black wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.